Event description:
It was further reported that the intervention was to treat thrombus located in the non bsc stent implanted 6 days prior to the event.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, deflation difficulties were encountered. The patient presented with angina via the emergency department. Vascular access was obtained via the right femoral artery with a 6fr standard sheath. Angiography of the left anterior descending (lad) artery revealed 100% stenosis with pre timi-0: no flow/perfusion. A 0.014" non bsc guide wire was advanced to the lesion. A single pass was made with a non bsc aspiration catheter. The 15mm x 3.25mm quantum apex balloon catheter was then advanced and the balloon was inflated to 20 atms for 30 seconds. The quantum apex was removed; a second pass was made with the non bsc aspiration catheter and a 3.5 x 8mm veriflex stent was deployed. Angioplasty was performed with a 3.5mm x 12mm quantum apex. A second non bsc aspiration catheter was advanced for a third pass. Ivus was performed. A 3.0mm x 12mm quantum apex was advanced and inflated twice followed by deployment of a second stent, a 3.0 x 8mm veriflex. The 15mm x 3.25mm quantum apex balloon catheter was then readvanced and inflated to 18 atms for 28 seconds. The physician noted slow deflation of the balloon and after pulling back a third time could still see dye in the balloon. The balloon was deflated in seconds after connecting a 20cc syringe. This delay was noted to have taken an additional 20-25 seconds. The procedure was completed utilizing the 3.5mm x 12mm quantum apex, a 3.0 x 12mm veriflex stent and an intra aortic balloon pump (iabp) catheter was inserted. Residual stenosis was 0% with post timi-3: complete flow/perfusion. There were no additional complications reported and the patient's status is fine.